Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Information was provided that the lens was injected into capsular bag. Lens was noted to be tilted, and a posterior capsular rupture was noted. The lens was reportedly cut and removed, and an anterior vitrectomy was performed. The account indicated the product was not available to evaluate. The IFU (instructions for use) instruct to completely fill the cartridge with ovd (ophthalmic viscoelastic device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported an unspecified issue with implant/ explant. Additional information has been requested, received and stated after lens was injected into capsular bag, lens was noted to be tilted, and a posterior capsular rupture was noted, lens was cut, removed and replaced with another model company lens during initial procedure, and an anterior vitrectomy was performed.